Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient showed up at ER on (B)(6) ((B)(6)) with irritated pocket site not feeling well. It was determined by a physician, via an unknown test, that it was infected on (B)(6) and the plan was to take it out immediately. A manufacturer representative supported the hcp on (B)(6) 2022 when it was implanted. Rep was not seeing this registered to the patient. Rep instructed to contact the other rep who was present at the implant. Reporting rep stated they never met or spoke to this patient and was not there for the (B)(6) procedure. On (B)(6), the rep was asked to bring a wrench to unscrew ipg because hcp's plan was to explant it the afternoon of (B)(6) 2022 and preserve the electrodes. The wrench was dropped off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. Pt stated that over the last year they had problems with the stimulator so about six weeks ago the ins had to be removed. Pt stated that they kept getting an infection that they couldn't get rid of. Patient services (pss) asked the pt when the ins was removed; pt stated that they went in on black friday and that the ins was removed on the following monday (november 28th). Pt then stated that they had to have the battery changed on february 4th as it was time and the battery just died. Pt stated that on february 26th or 28th, they sat down to eat and they hearda pop and there was all kinds of stuff on their back so they went in and the battery was taken out and everything was cleaned up. Pt stated that they were on antibiotics for a long time and then in june the ins was put back in, but they had troubles since ins was put back in.